Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Product ID: 419678 implantable pacing lead, implanted: (B)(6) 2010; product ID: 693165 implantable tachy lead, implanted: (B)(6) 2007, product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.